Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, an opening crack, and delamination in the diaphragm valve. A leak test was performed and found a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening, delamination in the diaphragm valve. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device has been explanted.